Event description:
It was reported that the patient passed away due to a motor vehicle accident. The relationship of the cause of death to the vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient's online obituary noted that the patient passed away from natural causes.